Event description:
Philips received a complaint on the patient information center ix indicating "speaker failed/no sound." The device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed the external speaker failed/no sound issue. The rse provided part number for replacement speaker part ID (453564267331-pcacy spkr external d-sub) to resolve the issue. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided replacement part information to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.